Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose (bg) level was 350 mg/dl and an insulin injection was used to address the bg level. A system check was performed and the occlusion appeared to be within the tubing; however, due to past reported occlusions, the customer was to revert to using a non-tandem pump to manage diabetes.